Manufacturer narrative:
The claimed problem was related to o2 concentration issues. Identification of issue has been done by analyzing problem description. Based on provided information, the problem was resolved by replacing nozzle units. The issue was reported as faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 02/01/2014. Corrected manufacture date: 01/28/2014.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the ventilator did not deliver fio2 according settings. There was no patient harm. Manufacturer's ref #: (B)(4).